Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The returned product was inspected and there were no physical abnormalities. The pump passed electrical testing. The data logs confirm placement signal not reliable alarms and show pulmonary artery placement signal drifting downwards before going out of range. The root cause of the placement signal issue was most likely sensor drift. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. Please refer to DHR investigation checklist for indicated " 4 pumps in batch #1811597 with sn: (B)(6) were scrapped for motor issues, purge flow issues, snr, and sensor fail issues respectively. " this review revealed that this product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer.

Event description:
The complainant reported that an rp pump was placed to support a patient. Approximately six hours after implantation, the placement signal of the impella rp flex began to drift. Shortly thereafter, both the pulmonary artery placement signal and flow calculations disappeared from the display. Pump positioning was verified via echocardiography, and support from the implanted pump remained unaffected. No patient harm was reported.

Manufacturer narrative:
Corrections that were made from the initial manufacturer device report number 1220648-2025-31015. B1 adverse event updated. B2 death and death date updated. B5 updated to include death description. H6 updated to include death coding.

Event description:
Additional information care was eventually withdrawn, and the patient expired.